Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by rahul vaidya et al. In an article entitled "complications in the use of rhbmp-2 peek cages for interbody spinal fusions" in the journal of spinal disor tech volume 21, number 8, december 2008 that cage migration was observed to occur in ten pts who underwent lumbar fusion procedures using rhbmp-s/acs. Eight of the pts had tlif procedures, and two of the pts had plif procedures. Eight of the ten pts required revision surgery, due to neurologic symptoms after cage migration.